Manufacturer narrative:
(B)(4). Concomitant medical products - opm htr-pekk implant catalog #:pk620898, lot #: 060818; opm htr-pekk implant catalog #: pk620905, lot #: 060818. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00195 & 0001032347-2019-00196.

Event description:
It was reported there is a revision planned due to infection. The patient had an infection approximately one week post-op. At that time, the patient was treated with antibiotics and the infection was thought to have been resolved. The patient is now infected again and colonized with (B)(6), with plan to remove the malar implant. Attempts have been made and no further information was been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. For part #91-1515 in the previous one years (from the notification date),similar complaints have yielded a complaint rate of 0.84%, which is no greater than the occurrence listed in the application fmea. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.